Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2026) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT REPLACEMENT PROCEDURES: 1. PRIMARY PROCEDURES: - TANDEM COCR BIPOLAR HEAD+STAINLESS STEEL 12/14 TAPER FEMORAL HEAD COMPONENTS: IMPLANTED IN FIVE HUNDRED AND FIFTY-FIVE (555) HIPS BETWEEN 11-OCT-2004 AND 18-AUG-2020. OF THESE, SIXTEEN (16) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: THREE (3) HIPS DUE TO INFECTION, FIVE (5) DUE TO FRACTURE, FIVE (5) DUE TO LOOSENING, ONE (1) DUE TO CHONDROLYSIS/ACETABULAR EROSION, TWO (2) DUE TO PAIN. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. - TANDEM BIPOLAR COCR HEAD WITH COCR FEMORAL HEAD COMPONENTS: IMPLANTED IN FOUR THOUSAND SIX HUNDRED SEVENTY-NINE (4,679) HIPS BETWEEN 29-OCT-2004 AND 5-DEC-2025. FROM THESE, ONE HUNDRED AND SIXTY-ONE (161) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: FORTY-NINE (49) HIPS DUE TO INFECTION, FORTY-FOUR (44) HIPS DUE TO PROSTHESIS DISLOCATION, TWENTY-TWO (22) HIPS DUE TO FRACTURE, FIFTEEN (15) HIPS DUE TO LOOSENING, FIFTEEN (15) HIPS DUE TO CHONDROLYSIS/ACETABULAR EROSION, SEVEN (7) HIPS DUE TO PAIN, THREE (3) HIPS DUE TO LYSIS, ONE (1) HIP DUE TO TUMOUR, ONE (1) HIP DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO LEG LENGTH DISCREPANCY, ONE (1) HIP DUE TO PROGRESSION OF DISEASE, ONE (1) HIP DUE TO IMPLANT BREAKAGE HEAD, AND ONE (1) HIP DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. - TANDEM COCR BIPOLAR HEAD + OXINIUM 12/14 TAPER FEMORAL HEAD COMPONENTS: IMPLANTED IN TWO HUNDRED AND EIGHTEEN (218) HIPS BETWEEN 17-APR-2005 AND 29-OCT-2025. OF THESE, FOUR (4) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: TWO (2) HIPS DUE TO PROSTHESIS DISLOCATION, TWO (2) HIPS DUE TO FRACTURE. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. ALTOGETHER, TOTAL OF 181 NEW REVISION EVENTS WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE DATA OBTAINED FROM THE AUSTRALIAN ORTHOPAEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH & NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE TANDEM BIPOLAR AND UNIPOLAR HIP SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. AOANJRR REPORTS THAT FOR THE FOLLOWING DEVICES WITH ITS COMBINATIONS: TANDEM COCR BIPOLAR HEAD+STAINLESS STEEL 12/14 TAPER FEMORAL HEAD, TANDEM BIPOLAR COCR HEAD WITH COCR FEMORAL HEAD, AND TANDEM COCR BIPOLAR HEAD + OXINIUM 12/14 TAPER FEMORAL HEAD.WERE ALL IN LINE OR WITH THE CLASS ACROSS ALL YEARS OF FOLLOW-UP. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY JOINT REPLACEMENT PROCEDURES: 1. PRIMARY PROCEDURES: - TANDEM COCR BIPOLAR HEAD+STAINLESS STEEL 12/14 TAPER FEMORAL HEAD COMPONENTS: IMPLANTED IN FIVE HUNDRED AND FIFTY-FIVE (555) HIPS BETWEEN 11-OCT-2004 AND 18-AUG-2020. OF THESE, SIXTEEN (16) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: THREE (3) HIPS DUE TO INFECTION, FIVE (5) DUE TO FRACTURE, FIVE (5) DUE TO LOOSENING, ONE (1) DUE TO CHONDROLYSIS/ACETABULAR EROSION, TWO (2) DUE TO PAIN. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. - TANDEM BIPOLAR COCR HEAD WITH COCR FEMORAL HEAD COMPONENTS: IMPLANTED IN FOUR THOUSAND SIX HUNDRED SEVENTY-NINE (4,679) HIPS BETWEEN 29-OCT-2004 AND 5-DEC-2025. FROM THESE, ONE HUNDRED AND SIXTY-ONE (161) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: FORTY-NINE (49) HIPS DUE TO INFECTION, FORTY-FOUR (44) HIPS DUE TO PROSTHESIS DISLOCATION, TWENTY-TWO (22) HIPS DUE TO FRACTURE, FIFTEEN (15) HIPS DUE TO LOOSENING, FIFTEEN (15) HIPS DUE TO CHONDROLYSIS/ACETABULAR EROSION, SEVEN (7) HIPS DUE TO PAIN, THREE (3) HIPS DUE TO LYSIS, ONE (1) HIP DUE TO TUMOUR, ONE (1) HIP DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO LEG LENGTH DISCREPANCY, ONE (1) HIP DUE TO PROGRESSION OF DISEASE, ONE (1) HIP DUE TO IMPLANT BREAKAGE HEAD, AND ONE (1) HIP DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. - TANDEM COCR BIPOLAR HEAD + OXINIUM 12/14 TAPER FEMORAL HEAD COMPONENTS: IMPLANTED IN TWO HUNDRED AND EIGHTEEN (218) HIPS BETWEEN 17-APR-2005 AND 29-OCT-2025. OF THESE, FOUR (4) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: TWO (2) HIPS DUE TO PROSTHESIS DISLOCATION, TWO (2) HIPS DUE TO FRACTURE. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. ALTOGETHER, TOTAL OF 181 NEW REVISION EVENTS WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE DATA OBTAINED FROM THE AUSTRALIAN ORTHOPAEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH & NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2026-00325745-1-L1,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L2,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L3,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L4,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L5,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L6,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L7,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L8,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L9,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L10,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L11,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 49MMOUTER DIAMETER 28MM INNER DIAMETER,71324049,,71324049,,03596010494405,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L12,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 49MMOUTER DIAMETER 28MM INNER DIAMETER,71324049,,71324049,,03596010494405,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L13,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L14,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 54MM OUTER DIAMETER 28MM INNER DIAMETER,71324054,,71324054,,03596010494450,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L15,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 55MM OUTER DIAMETER 28MM INNER DIAMETER,71324055,,71324055,,03596010494467,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325745-1-L16,,7/6/2026,5/7/2027,TANDEM Bipolar and Unipolar Hip System ,TANDEM INTERNATIONAL BIPOLAR 55MM OUTER DIAMETER 28MM INNER DIAMETER,71324055,,71324055,,03596010494467,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip knee required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement between 11-Oct-2004 and 18-Aug-2020 in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted. Of these, sixteen (16) hips required revision due to the following reasons: three (3) hips due to infection, five (5) due to fracture, five (5) due to loosening, one (1) due to chondrolysis/acetabular erosion, two (2) due to pain.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 11-Oct-2004 and 18-Aug-2020 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and fifty-five (555) hips underwent primary bipolar modular hip replacement in which a TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination was implanted in Australia between 11-Oct-2004 and 18-Aug-2020. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 1.8% (0.9%¿3.5%) vs 2.4% (2.3%¿2.6%) of the class ;-At 2nd post-operative year: 2.3% (1.3%¿4.3%) vs 3.1% (3.0%¿3.3%) of the class ;-At 3rd post-operative year: 3.0% (1.7%¿5.3%) vs 3.5% (3.3%¿3.7%) of the class ;-At 4th post-operative year: 3.0% (1.7%¿5.3%) vs 3.9% (3.7%¿4.1%) of the class ;-At 5th post-operative year: 3.0% (1.7%¿5.3%) vs 4.2% (3.9%¿4.4%) of the class ;-At 6th post-operative year: 4.1% (2.4%¿7.2%) vs 4.4% (4.2%¿4.7%) of the class ;-At 7th post-operative year: 4.1% (2.4%¿7.2%) vs 4.7% (4.4%¿5.0%) of the class ;-At 8th post-operative year: 5.0% (2.8%¿8.7%) vs 5.2% (4.9%¿5.5%) of the class ;-At 9th post-operative year: 5.0% (2.8%¿8.7%) vs 5.5% (5.2%¿5.9%) of the class ;-At 10th post-operative year: 5.0% (2.8%¿8.7%) vs 6.0% (5.6%¿6.4%) of the class ;-At 11th post-operative year: 5.0% (2.8%¿8.7%) vs 6.1% (5.7%¿6.6%) of the class ;-At 12th post-operative year: 5.0% (2.8%¿8.7%) vs 6.5% (6.0%¿7.0%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the TANDEM CoCr Bipolar Head+Stainless Steel 12/14 Taper Femoral Head combination and the class, as determined by overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L1,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 40MM OUTER DIAMETER 22MM INNER DIAMETER,71324040,,71324040,,03596010494313,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L2,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 40MM OUTER DIAMETER 22MM INNER DIAMETER,71324040,,71324040,,03596010494313,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L3,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 42MM OUTER DIAMETER 22MM INNER DIAMETER,71324042,,71324042,,03596010494337,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L4,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 42MM OUTER DIAMETER 22MM INNER DIAMETER,71324042,,71324042,,03596010494337,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L5,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 42MM OUTER DIAMETER 22MM INNER DIAMETER,71324042,,71324042,,03596010494337,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L6,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 42MM OUTER DIAMETER 22MM INNER DIAMETER,71324042,,71324042,,03596010494337,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L7,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 42MM OUTER DIAMETER 22MM INNER DIAMETER,71324042,,71324042,,03596010494337,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L8,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 43MM OUTER DIAMETER 28MM INNER DIAMETER,71324043,,71324043,,03596010494344,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L9,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 43MM OUTER DIAMETER 28MM INNER DIAMETER,71324043,,71324043,,03596010494344,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L10,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 43MM OUTER DIAMETER 28MM INNER DIAMETER,71324043,,71324043,,03596010494344,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L11,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 43MM OUTER DIAMETER 28MM INNER DIAMETER,71324043,,71324043,,03596010494344,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L12,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 43MM OUTER DIAMETER 28MM INNER DIAMETER,71324043,,71324043,,03596010494344,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L13,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 43MM OUTER DIAMETER 28MM INNER DIAMETER,71324043,,71324043,,03596010494344,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L14,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 43MM OUTER DIAMETER 28MM INNER DIAMETER,71324043,,71324043,,03596010494344,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L15,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L16,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L17,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L18,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L19,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L20,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L21,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L22,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L23,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L24,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L25,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L26,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L27,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L28,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 44MM OUTER DIAMETER 28MM INNER DIAMETER,71324044,,71324044,,03596010494351,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L29,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L30,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L31,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L32,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L33,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L34,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L35,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L36,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L37,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L38,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L39,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L40,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L41,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L42,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L43,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L44,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L45,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L46,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L47,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L48,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L49,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L50,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L51,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L52,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L53,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L54,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L55,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L56,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L57,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L58,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L59,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L60,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L61,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L62,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L63,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L64,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L65,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L66,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L67,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L68,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L69,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L70,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L71,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L72,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L73,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L74,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L75,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L76,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L77,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L78,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 47MM OUTER DIAMETER 28MM INNER DIAMETER,71324047,,71324047,,03596010494382,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L79,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L80,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L81,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L82,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L83,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L84,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L85,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L86,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L87,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L88,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L89,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L90,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L91,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L92,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L93,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 48MM OUTER DIAMETER 28MM INNER DIAMETER,71324048,,71324048,,03596010494399,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L94,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 49MM OUTER DIAMETER 28MM INNER DIAMETER,71324049,,71324049,,03596010494405,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L95,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 49MM OUTER DIAMETER 28MM INNER DIAMETER,71324049,,71324049,,03596010494405,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L96,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 49MM OUTER DIAMETER 28MM INNER DIAMETER,71324049,,71324049,,03596010494405,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L97,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 49MM OUTER DIAMETER 28MM INNER DIAMETER,71324049,,71324049,,03596010494405,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L98,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 49MM OUTER DIAMETER 28MM INNER DIAMETER,71324049,,71324049,,03596010494405,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L99,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 49MM OUTER DIAMETER 28MM INNER DIAMETER,71324049,,71324049,,03596010494405,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L100,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 49MM OUTER DIAMETER 28MM INNER DIAMETER,71324049,,71324049,,03596010494405,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L101,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 49MM OUTER DIAMETER 28MM INNER DIAMETER,71324049,,71324049,,03596010494405,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L102,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 49MM OUTER DIAMETER 28MM INNER DIAMETER,71324049,,71324049,,03596010494405,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L103,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L104,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L105,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L106,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L107,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L108,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L109,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L110,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L111,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L112,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L113,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L114,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L115,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L116,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L117,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L118,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L119,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L120,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L121,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 50MM OUTER DIAMETER 28MM INNER DIAMETER,71324050,,71324050,,03596010494412,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L122,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L123,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L124,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L125,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L126,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L127,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L128,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L129,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L130,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L131,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L132,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 51MM OUTER DIAMETER 28MM INNER DIAMETER,71324051,,71324051,,03596010494429,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L133,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 52MM OUTER DIAMETER 28MM INNER DIAMETER,71324052,,71324052,,03596010494436,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L134,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 52MM OUTER DIAMETER 28MM INNER DIAMETER,71324052,,71324052,,03596010494436,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L135,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 52MM OUTER DIAMETER 28MM INNER DIAMETER,71324052,,71324052,,03596010494436,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L136,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 52MM OUTER DIAMETER 28MM INNER DIAMETER,71324052,,71324052,,03596010494436,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L137,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 52MM OUTER DIAMETER 28MM INNER DIAMETER,71324052,,71324052,,03596010494436,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L138,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 52MM OUTER DIAMETER 28MM INNER DIAMETER,71324052,,71324052,,03596010494436,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L139,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 52MM OUTER DIAMETER 28MM INNER DIAMETER,71324052,,71324052,,03596010494436,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L140,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 52MM OUTER DIAMETER 28MM INNER DIAMETER,71324052,,71324052,,03596010494436,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L141,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 52MM OUTER DIAMETER 28MM INNER DIAMETER,71324052,,71324052,,03596010494436,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L142,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 52MM OUTER DIAMETER 28MM INNER DIAMETER,71324052,,71324052,,03596010494436,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L143,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 53MM OUTER DIAMETER 28MM INNER DIAMETER,71324053,,71324053,,03596010494443,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L144,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 53MM OUTER DIAMETER 28MM INNER DIAMETER,71324053,,71324053,,03596010494443,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L145,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 54MM OUTER DIAMETER 28MM INNER DIAMETER,71324054,,71324054,,03596010494450,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L146,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 54MM OUTER DIAMETER 28MM INNER DIAMETER,71324054,,71324054,,03596010494450,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L147,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 54MM OUTER DIAMETER 28MM INNER DIAMETER,71324054,,71324054,,03596010494450,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L148,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 54MM OUTER DIAMETER 28MM INNER DIAMETER,71324054,,71324054,,03596010494450,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L149,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 54MM OUTER DIAMETER 28MM INNER DIAMETER,71324054,,71324054,,03596010494450,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L150,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 54MM OUTER DIAMETER 28MM INNER DIAMETER,71324054,,71324054,,03596010494450,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L151,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 54MM OUTER DIAMETER 28MM INNER DIAMETER,71324054,,71324054,,03596010494450,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L152,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 55MM OUTER DIAMETER 28MM INNER DIAMETER,71324055,,71324055,,03596010494467,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L153,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 55MM OUTER DIAMETER 28MM INNER DIAMETER,71324055,,71324055,,03596010494467,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L154,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 55MM OUTER DIAMETER 28MM INNER DIAMETER,71324055,,71324055,,03596010494467,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L155,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 55MM OUTER DIAMETER 28MM INNER DIAMETER,71324055,,71324055,,03596010494467,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L156,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 55MM OUTER DIAMETER 28MM INNER DIAMETER,71324055,,71324055,,03596010494467,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L157,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 55MM OUTER DIAMETER 28MM INNER DIAMETER,71324055,,71324055,,03596010494467,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L158,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 57MM OUTER DIAMETER 28MM INNER DIAMETER,71324057,,71324057,,03596010498236,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L159,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 57MM OUTER DIAMETER 28MM INNER DIAMETER,71324057,,71324057,,03596010498236,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L160,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 57MM OUTER DIAMETER 28MM INNER DIAMETER,71324057,,71324057,,03596010498236,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325798-1-L161,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 59MM OUTER DIAMETER 28MM INNER DIAMETER,71324059,,71324059,,03596010498243,K023743,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand six hundred seventy nine (4,679) hips underwent primary hip procedures between 29-Oct-2004 and 5-Dec-2025, using a TANDEM Bipolar CoCr Head with CoCr Femoral head component. From these, one hundred and sixty-one (161) hips were later revised due to the following reasons: forty-nine (49) hips due to infection, forty-four (44) hips due to prosthesis dislocation, twenty-two (22) hips due to fracture, fifteen (15) hips due to loosening, fifteen (15) hips due to chondrolysis/acetabular erosion, seven (7) hips due to pain, three (3) hips due to lysis, one (1) hip due to tumour, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, one (1) hip due to progression of disease, one (1) hip due to implant breakage head, and one (1) hip due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 29-Oct-2004 and 5-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of four thousand six hundred seventy nine (4,679) procedures with TANDEM Bipolar CoCr Head with CoCr Femoral head components have been performed in Australia between 29-Oct-2004 and 5-Dec-2025. ;The yearly cumulative revision rates of the TANDEM Bipolar CoCr Head with CoCr Femoral head components in primary hip procedures show no statistically significant difference than the class at 16 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.6% (2.2%¿3.2%) vs 2.4% (2.3%¿2.6%) of the class.;-At 2nd postoperative year: 3.4% (2.8%¿4.0%) vs 3.1% (2.9%¿3.3%) of the class.;-At 3rd postoperative year: 3.8% (3.2%¿4.5%) vs 3.5% (3.3%¿3.7%) of the class.;-At 4th postoperative year: 4.1% (3.4%¿4.8%) vs 3.8% (3.6%¿4.1%) of the class.;-At 5th postoperative year: 4.5% (3.8%¿5.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 6th postoperative year: 5.0% (4.1%¿6.0%) vs 4.4% (4.1%¿4.6%) of the class.;-At 7th postoperative year: 5.5% (4.5%¿6.7%) vs 4.6% (4.4%¿4.9%) of the class.;-At 8th postoperative year: 5.9% (4.8%¿7.3%) vs 5.1% (4.8%¿5.4%) of the class.;-At 9th postoperative year: 6.3% (5.0%¿7.8%) vs 5.5% (5.1%¿5.8%) of the class.;-At 10th postoperative year: 6.7% (5.3%¿8.5%) vs 5.9% (5.5%¿6.3%) of the class.;-At 11th postoperative year: 6.7% (5.3%¿8.5%) vs 6.1% (5.6%¿6.5%) of the class.;-At 12th postoperative year: 6.7% (5.3%¿8.5%) vs 6.4% (5.9%¿7.0%) of the class.;-At 13th postoperative year: 6.7% (5.3%¿8.5%) vs 6.6% (6.1%¿7.2%) of the class.;-At 14th postoperative year: 6.7% (5.3%¿8.5%) vs 7.2% (6.6%¿7.9%) of the class.;-At 15th postoperative year: 6.7% (5.3%¿8.5%) vs 7.8% (7.0%¿8.6%) of the class.;-At 16th postoperative year: 6.7% (5.3%¿8.5%) vs 8.5% (7.6%¿9.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00326047-1-L1,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) between 17-Apr-2005 and 29-Oct-2025 in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) between 17-Apr-2005 and 29-Oct-2025 in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted. Of these, four (4) hips required revision due to the following reasons: two (2) hips due to prosthesis dislocation, two (2) hips due to fracture.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 17-Apr-2005 and 29-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted in Australia between 17-Apr-2005 and 29-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.7% (0.5%-5.3%) vs 2.4% (2.3%-2.6%) of the class. ; - At 2nd post-operative year: 1.7% (0.5%-5.3%) vs 3.1% (2.9%-3.3%) of the class. ; - At 3rd post-operative year: 1.7% (0.5%-5.3%) vs 3.5% (3.3%-3.7%) of the class. ; - At 4th post-operative year: 1.7% (0.5%-5.3%) vs 3.9% (3.7%-4.1%) of the class;For the entire examined period of 1 to 4 years, based on overlapping confidence intervals, the revision rates for TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination were in line with other bipolar hips. Confidence intervals were wide due to the low volume of recorded implantations.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00326047-1-L2,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 45MM OUTER DIAMETER 28MM INNER DIAMETER,71324045,,71324045,,03596010494368,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) between 17-Apr-2005 and 29-Oct-2025 in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) between 17-Apr-2005 and 29-Oct-2025 in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted. Of these, four (4) hips required revision due to the following reasons: two (2) hips due to prosthesis dislocation, two (2) hips due to fracture.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 17-Apr-2005 and 29-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted in Australia between 17-Apr-2005 and 29-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.7% (0.5%-5.3%) vs 2.4% (2.3%-2.6%) of the class. ; - At 2nd post-operative year: 1.7% (0.5%-5.3%) vs 3.1% (2.9%-3.3%) of the class. ; - At 3rd post-operative year: 1.7% (0.5%-5.3%) vs 3.5% (3.3%-3.7%) of the class. ; - At 4th post-operative year: 1.7% (0.5%-5.3%) vs 3.9% (3.7%-4.1%) of the class;For the entire examined period of 1 to 4 years, based on overlapping confidence intervals, the revision rates for TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination were in line with other bipolar hips. Confidence intervals were wide due to the low volume of recorded implantations.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00326047-1-L3,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 46MM OUTER DIAMETER 28MM INNER DIAMETER,71324046,,71324046,,03596010494375,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) between 17-Apr-2005 and 29-Oct-2025 in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) between 17-Apr-2005 and 29-Oct-2025 in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted. Of these, four (4) hips required revision due to the following reasons: two (2) hips due to prosthesis dislocation, two (2) hips due to fracture.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 17-Apr-2005 and 29-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted in Australia between 17-Apr-2005 and 29-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.7% (0.5%-5.3%) vs 2.4% (2.3%-2.6%) of the class. ; - At 2nd post-operative year: 1.7% (0.5%-5.3%) vs 3.1% (2.9%-3.3%) of the class. ; - At 3rd post-operative year: 1.7% (0.5%-5.3%) vs 3.5% (3.3%-3.7%) of the class. ; - At 4th post-operative year: 1.7% (0.5%-5.3%) vs 3.9% (3.7%-4.1%) of the class;For the entire examined period of 1 to 4 years, based on overlapping confidence intervals, the revision rates for TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination were in line with other bipolar hips. Confidence intervals were wide due to the low volume of recorded implantations.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00326047-1-L4,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,TANDEM INTERNATIONAL BIPOLAR 52MM OUTER DIAMETER 28MM INNER DIAMETER,71324052,,71324052,,03596010494436,K023743,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) between 17-Apr-2005 and 29-Oct-2025 in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) between 17-Apr-2005 and 29-Oct-2025 in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted. Of these, four (4) hips required revision due to the following reasons: two (2) hips due to prosthesis dislocation, two (2) hips due to fracture.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 17-Apr-2005 and 29-Oct-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and eighteen (218) hips underwent primary bipolar modular hip replacement (BMHR) in which a TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination was implanted in Australia between 17-Apr-2005 and 29-Oct-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; - At 1st post-operative year: 1.7% (0.5%-5.3%) vs 2.4% (2.3%-2.6%) of the class. ; - At 2nd post-operative year: 1.7% (0.5%-5.3%) vs 3.1% (2.9%-3.3%) of the class. ; - At 3rd post-operative year: 1.7% (0.5%-5.3%) vs 3.5% (3.3%-3.7%) of the class. ; - At 4th post-operative year: 1.7% (0.5%-5.3%) vs 3.9% (3.7%-4.1%) of the class;For the entire examined period of 1 to 4 years, based on overlapping confidence intervals, the revision rates for TANDEM CoCr Bipolar Head + Oxinium 12/14 Taper Femoral Head combination were in line with other bipolar hips. Confidence intervals were wide due to the low volume of recorded implantations.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;